Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Initial report was marked "product not returned"; however, product had been returned and investigation completed and reported on the initial report. Evaluation codes were omitted from the initial report.

Manufacturer narrative:
The otp pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the ok button was found to be intermittently responsive and contamination was found under all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 stating the ok button was intermittently unresponsive for about a year. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth and mild soap. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.